Event description:
On (B)(6) 2018 I had lasik surgery done. I was assured that I was a perfect candidate, was only warned about temporary dryness and halos. Three months post op I now have severe eye floaters, double vision, poor night and dim light vision, astigmatism. I was not warned about any of these. I would have never done a procedure knowing I will be suffering with the complications for the rest of my life. There is little to no chance these will improve. I was given a consent form to sign, but nobody actually went over this form with me.